Event description:
Event description cpi received information that this bipolar lead was explanted. During a routine replacement of an implantable pulse generator (ipg) the lead broke at the pin as the physician was removing it from the ipg. The lead was replaced.